Event description:
It was reported that the patient received intrathecal lioresal (baclofen) for neuropathic pain syndrome from an unknown date in 2001 at an unknown dose and fed the medication into his spinal cord and brain. The lioresal provided the patient some kind of relief from his symptoms. However, the ¿after effects¿ of lioresal could be life threatening and the withdrawal symptoms (drug withdrawal syndrome) could sometime get severe. This noted as medically significant. Further, when the patient¿s lioresal pump dried up he experienced extremely bad body pains and he yelled and screamed in pain. It was described as ¿someone taking a grinder (a grinder to cut steel) and cutting him from the back from his buttocks down to his toes; an abnormal feeling. As reported, if the lioresal ¿pulled out¿ (emptied up), the patient started convulsions and his mouth dried up. In addition, he experienced blurred vision and heart palpitations which felt as if his heart was closing up. The patient stated that he could not live like that anymore. The patient was concerned as his pump was running dry and his supplying hospital did not have the proper insight to understand the medication and was also struggling to get stock. Reportedly, out of the three ampoules he got that he kept one aside for emergencies. The patient had to use his last ampoule which he injected himself. There was only a few days left before the pump would dry up which was reported as a ¿terrible situation.¿ the treatment with lioresal was noted as ongoing. The seriousness of the events was reported as non-serious by the consumer. The outcome of the events was unknown and the causality of the events was not reported. Seriousness assessment of convulsion event was upgraded based on information available in the source document. The reported event convulsion can be explained due to baclofen withdrawal as a result of the drying up of the intrathecal device. The reported event was therefore suspected. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).